Manufacturer narrative:
Valve returned dry. Pending analysis results.

Event description:
In 2004, this sm8 sophy adjustable pressure valve was tested before implantation. In order to confirm the shunt patency, the neurosurgeon tried to flush the valve with saline. He thought the valve occluded during that procedure. Therefore, the neurosurgeon didn't implant the device. Trouble was solved by using another valve. No injury was found to the pt due to the valve occlusion.